Manufacturer narrative:
Updated fields: (B)(4). The certas valve was returned for evaluation: device history record (DHR)- all process steps were followed and completed with no non-conformances. Failure analysis- the position of the cam when valve was received was at setting 4. The valve was visually inspected; the silicone housing was torn/cut around the siphon guard the complaint is confirmed. The siphon guard was visually inspected and marks were noted. Root cause- the root cause for the issue reported by the customer is probably due to a sharp or pointed object coming into contact with the device. As noted in the instructions for use (IFU) silicone has a low tear/cut resistance. The root cause for the marks in the siphon guard are probably due to a sharp or pointed object coming into contact with the siphon guard.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a certas valve malfunction. The valve was implanted on (B)(6) 2017. The patient was experiencing signs of shunt failure and the valve was replaced on (B)(6) 2020. The patient symptoms returned to baseline within a week of replacement.

Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d10, g4, g7, h2, h3, h4, h6, h10. Unique device identifier (UDI): (B)(4). Certas valve was not returned for evaluation. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.